Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site to inspect the system. Fss checked vacuum speciation for all surgeon program, which was fine. Fss checked the fluidics module and no issues were found. Fss performed the field service checklist, which the system passed all functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported two aspiration issues during two separate surgeries. On the second occasion, the account reported that there was no vacuum and the surgery time was longer. In the case of the first incident, there was no consequence to the patient. With regards to the second incident, the surgery was a little bit longer (between 5 or 10 minutes). The aspiration was very low during the phaco step, it was around 80 mmhg at a maximum, when it should have been around 460 mmhg. It was not sufficient to properly aspire the crystalline. The nurse first changed the cassette twice, then the phaco tip and then the handpiece. These actions did not change the reported event. The phaco machine was stopped and restarted twice in the same surgery before problem was resolved. The doctor was able to complete the procedure. However the delay was more than 20 minutes. This report pertains to the second incident. A separate filing will be submitted for the first incident.

Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents; there is no change to overall risk acceptability. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.